Event description:
The customer stated that the printer connected to the central monitoring system (cns) ups tripped the ups when the printer was generating documents. The cns does not boot past the (B)(4) image.